Event description:
It was reported that during an attempt to treat a lesion in the left hypogastric artery using a visi pro stent, the stent could not cross the lesion successfully. It was reported that the lesion was pre-dilated and that no embolic protection was used. It was reported to be moderately calcified, 10-15 mm in length and with a diameter of 6mm. The physician reported encountering resistance while advancing the device and that no excessive force was used. It was reported that the physician removed the entire delivery system. Deformation of stent was noted once the visi-pro had been removed from the patient and was on the table. It was reported that the device tip component was damaged while attempting to deliver the stent through the vessel. An everflex 7x20mm stent was used to complete the procedure. It was reported that there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.